Event description:
On 04-jun-2026, it was reported that the user experienced hyperglycemia with a highest reported blood glucose of 390 mg/dl, resulting in evaluation at an urgent care facility. No external insulin was administered. The user was monitored for approximately two hours, discharged home, and blood glucose subsequently returned to range. Symptoms included hyperglycemia with associated lethargy. Outcomes included no long-term health impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This report is being submitted after identification of an internal complaint processing error. Information received by customer care on 04-jun-2026 was not appropriately documented or routed into the complaint handling system. The event was identified during internal review on 10-jul-2026, at which time the complaint was immediately evaluated and this MDR was submitted promptly upon determination of reportability.